Manufacturer narrative:
Device return is not required. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cgm (dex 012) issue. It was reported that the continuous glucose monitoring (cgm) readings were inaccurate as compared to the finger stick blood glucose (bg) values. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user reacting to incorrect continuous glucose monitoring data which may lead to bg excursions.

Manufacturer narrative:
Describe event or problem has been updated with the following documentation relating to the incident. On (B)(6) 2017, a reporter contacted animas alleging that they had experienced a hypoglycemic event due to an inaccurate reading from their continuous glucose monitor. The reporter stated that the patient awoke at 5:00 am to a reading of 12.1 mmol/l, but when they checked an independent blood glucose meter, they received a reading of 1.6 mmol/l. The reporter stated that the patient did not have any symptoms associated with hypoglycemia. The reporter stated that the patient was treated with a glycol gel and then ate two sandwiches. The reporter stated that the patient relies on their continuous glucose monitor for readings and treatment decisions. The dexcom user guide states that the patient should not be relying on these readings and instead use a remote blood glucose meter. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event due to use error of the device.